Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer was assisted with troubleshooting for blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the screen went blank and had black line under the battery icon. Customer stated that the insulin pump was possibly dropped or bumped. Customer replaced battery and pump came back up but customer was still advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify missing segments partial display, black line anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.